Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal around 10 tampons fell apart. She had to manually remove the tampon pieces. After this occurred she was seen by her obgyn for an unrelated reason. She reported the experience and the obgyn told her she was fine.